Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff leak occurred during use in the patient. This occurred during patient use and no patient harm/adverse event reported.

Manufacturer narrative:
H3 and h6. Codes: updated. One device sample and three photos were received for evaluation. During visual inspection no damage or other defects were detected on the sample. A leak test was performed, and the sample passed the test without any difficulty. The complaint could not be confirmed/duplicated. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.